Manufacturer narrative:
Pending investigation. D10: (B)(6), humeral stem, 11mm 2568152; (B)(6), glenosphere, 38mm 2578705; (B)(6), humeral adapter tray, +0 2709589; (B)(6), glenoid plate 3001093; (B)(6), glenosphere locking screw 2576316; (B)(6), torque defining screw kit 3613238; (B)(6), compression screw, 4.5 x 18mm, white 2163036; (B)(6), compression screw, 4.5 x 18mm, white 2715884; (B)(6), compression screw, 4.5 x 18mm, white 2715905; (B)(6), compression screw, 4.5 x 26mm, orange 2975922; (B)(6), compression screw, 4.5 x 26mm, orange 2965751.

Event description:
As reported, approximately 9 years and 11 months post the initial left total shoulder arthroplasty (tsa), the patient presented with pain and suspected infection. Upon removal a large granuloma had replaced the entire glenoid. The glenoid plate & screws came out as one piece attached to granulation tissue. Everything was removed and a cement spacer was inserted. The surgeon suspects poly wear as the cause. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d8 h6 the following sections were corrected: b2 the revision reported was likely the result of a granuloma after almost 10 years after implantation. The cause of the development of the granuloma cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. The potential contributions of the implants themselves or prosthesis wear to development of a foreign body granuloma, infection or other patient-related issues to the granuloma development, and subsequent degradation of the glenoid bone cannot be determined from the provided information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.